Event description:
It was reported that during follow up, a vf episode was found which was believed to be caused by oversensing. No shock was delivered. Reprogramming was made. All electrical values were in range. Patient's medical condition is good.

Manufacturer narrative:
(B)(4).